Manufacturer narrative:
(B) (4).

Event description:
It was reported the patient had to "move her head for the unit to work, stronger or weaker. In a sitting position the unit needs to be on at 9.65, if standing and walking 5.50." It was also reported when the unit is turned on the patient's spine hurts. The patient had not been able to use the unit for the last 6 months. The patient had a 3 disc fusion and has a lot of pain around the cage and screws, tail bone, hips, low back, right leg, and down to the feet. The leads were tested and were working fine. The patient had another appointment scheduled with their pain management physician in february. A couple of days later, it was reported the patient's stimulation was intermittent. The patient had to move her head to get stimulation and had pain near the anchor site that causes her spine to hurt when the stimulation is on. There was no known trauma related to the onset. Impedance values were normal. No diagnostic testing had been done. The patient was concerned about being put on prescription methadone and did not want to do that. The patient reportedly had a good trial. The patient had a follow up appointment scheduled. Troubleshooting was being considered.